Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2011 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that from about (B)(6) 2008, the pt was administered heparin during treatment at an infectious disease facility. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.